Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several auto-mode switch (ams) episodes due to possible loss of capture in the atrium were observed via remote transmission. A chest x-ray revealed lead dislodgement. The lead was revised. The patient was discharged in good condition.